Event description:
It is reported that on the day of admission, in the night of (B)(6) 2014 through (B)(6) 2014, the catheter was placed by emergency room staff. On (B)(6) 2014, in ICU, an accidental withdrawal of the urinary catheter occurred due to balloon breakage. The foley catheter was replaced with a new device.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).